Manufacturer narrative:
The actual device has been returned and evaluated. (B)(4) tested the device, and the customer's reported condition of heating up was confirmed and duplicated. Evidence indicate this is due to usage wear over time as components are worn from normal use. If additional information is received, a supplemental report will be sent accordingly.

Event description:
It was reported that the hand piece and short attachment device were used together when they began to heat up. The date of the event was undetermined by the reporter. No injuries or medical interventions were reported. It was unknown to the reporter if the device was used in surgery. It was unknown to the reporter if there were any delays in a surgical procedure or if a spare device was available. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.